Event description:
A patient reports getting "check therapy pads" messages every 3 minutes. The therapy electrodes were checked for proper placement against the skin but the messages continued. The pt received a replacement electrode belt which seemed to resolve the problem but a follow-up call a few days later found the pt was still receiving "check therapy pads" messages. A replacement monitor was then provided and the messages stopped.